Event description:
The pt reported that in 2006, his device displayed several lines and a 301 on the screen. The pt was unable to eliminate these symbols, so he switched to his back-up device. The pt tried changing out the device batteries twice. The pt was able to avoid elevated blood glucose values by switching to his back-up and insulin infusion device. No medical treatment was necessary. Product is being returned for eval.

Manufacturer narrative:
Issue described to agency in recall.